Manufacturer narrative:
The t:flex user guide states to replace the cartridge every 48 hours if using humalog insulin. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported by the contact that the customer's blood glucose (bg) level was 719 mg/dl and a correction bolus was delivered in an attempt to lower the bg level. The customer was hospitalized for the high bg and diabetic ketoacidosis (dka). The contact did not know the cause of the high bg; however, no issues with the pump or supplies were reported. The customer was treated with an intravenous insulin drip. The high bg and dka were resolved. The customer's discharge date was not reported. Reportedly, the customer had been using humalog insulin the cartridge for 3 days.